Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "(B)(6) 2016, 11:30am". The reporter claimed that she obtained an alleged inaccurate high blood glucose result of "300mg/dl" on the subject meter, compared to "95mg/dl" on another device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs's criteria for accuracy. The patient manages her diabetes with a combination of medications including "humalog" and that she made no change to her usual diabetes management routine as a result of the alleged product issue. The reporter claimed that 30 minutes after the alleged product issue began; the patient developed the symptoms of "shaking and mumbling".the reporter detailed that the patient was treated by emergency medical services (ems) with a glucagon injection at around 11:30am. The reporter stated that on (B)(6) 2016 the patient obtained blood glucose results on another device with a "30 to 40 point difference" but could not provide the exact readings and was unable to say what type of device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.